Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable broke and no longer could be used. Customer did not know how the cable was damaged. Customer's blood glucose was approximately 200 mg/dl.